Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director of surgery reported that following an intraocular lens (iol) implant procedure, the patient experienced induced aberration. The iol was subsequently removed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The date received by mfg for the initial report was 04/20/2017. (B)(4).

Event description:
Additional information was received, indicating that the patient experienced insufficient far and near vision, as well as yellow vision. The patient's symptoms were reported to be continuing following the exchange of the iol.

Manufacturer narrative:
The date received by mfg for the initial report was 04/21/2017. (B)(4).

Event description:
The device is not available to be returned for evaluation.

Manufacturer narrative:
The lens was returned inside of an adhesively taped closed peel pouch. Solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into multiple pieces, which is typical of an insertion and removal. The optic has scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge and handpiece, and a non-qualified viscoelastic. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).